Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the damaged light guide (lg) tube had leaked, which resulted in a defective plug that lead to the displayed e315 error message. The event can be detected and prevented by following the instructions for use (IFU) which state: "inspection of the endoscopic image". "Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and customer allegations were confirmed. The e315 no image scope error was due to defective plug unit. The light guide (lg) tube was damaged and exhibited leakage. The investigation is ongoing. The concerned product was repaired once in the past year. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus the colonovideoscope protector exhibited leakage and an e315 no image scope error during bedside reprocessing post a diagnostic enteroscopy procedure. The procedure was completed with the same device. There was no patient involvement. This report is being submitted for the e315 image issue.